Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 200 to 250mg/dl. Back to back blood test performed using both meter and 236mg/dl with truemetrix meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is within instructed spec. Test strips is within instructed spec. Test strip lot MFR's expiration date is 08/29/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 205mh/dl, (B)(6) 2015, 07:32am; 96mg/dl, (B)(6) 2015, 09:28pm; 169mg/dl, (B)(6) 2015, 04:20pm; 187mg/dl, (B)(6) 2015, 11:44am; 155mg/dl, (B)(6) 2015, 05:56pm, non-fasting; adverse event not reported.